Event description:
0.9% sodium chloride injection. Bd posi flush 10ml syringe. Ref: 306547 lot: 5031690 exp: 12/31/2027 foreign substance/mold under cap after seal was broken. Bd informed 07/21/2025 case number: (B)(4) patient in question did not use product. Patient noticed before use.